Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned liner confirms a material fracture and evidence confirming the disassociation event. The investigation did not identify product error. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> lot j4015h. The device manufacturing records have been reviewed. No deviations or anomalies are identified. Device history review ==> lot j4015h. The device manufacturing records have been reviewed. No deviations or anomalies are identified. H10 additional narrative: corrected: h3.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b6, b7 and h6 (clinical and device codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1.

Event description:
After review of medical records, it was reported that the patient complains of hip pain, squeaking and limb asymmetry. The patient was revised due to failure of acetabular component, left hip. Operative notes reported that the acetabular liner was noted to be displaced, disassociated for the acetabular component.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of the medical records, clinical visit reported pain, walking difficulty, rom impairment and weakness. MRI showed advance degenerative change of the left hip, diffuse reactive marrow edema through the proximal left femur, large left joint effusion and had trochanteric bursitis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Review of the x-ray evidence was able to confirm the complaint. Unintended direct contact between the femoral head and the acetabular cup is observed as a result of a disassociation event of the liner from the cup. It is reasonable to conclude that some of the ard tabs sheared off from the rim of the liner. However, no signs of audible sound were observed for the acetabular liner. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [122136152/j4015h] number, and no non-conformances / manufacturing irregularities were identified. Device history review : a manufacturing record evaluation was performed for the finished device [122136152/j4015h] number, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision was due to displacement and fracture of poly liner. Doi: (B)(6) 2019, dor: (B)(6) 2020, affected side: left hip.